Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced with a competitor device. The patient was stable before, during and after post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Analysis of device image indicates as false eri was triggered, consistent with device functioning in higher than nominal settings due to its programming. The device was tested on the bench and no anomalies were found.